Event description:
It was reported that the intraocular lens was implanted and the surgeon noticed that the toric eyhance shifted almost 90 degrees. Additional information suggested that the patient was seeing well until one week post-op but then woke up one morning with "drastically worse vision." On pod1 (on (B)(6) 2024), the patient had an uncorrected vision of 20/40; on pow1 (on (B)(6) 2024), the uncorrected vision improved to 20/30. The patient came in on (B)(6), complaining that their vision worsened the day prior, and found to have an uncorrected vision of 20/240. The toric marker was at 90 degrees away from the implanted position. The patient required one repositioning and had 20/20 uncorrected vision on pod1 after the repositioning. No injury or medical intervention was required. No further information was provided.

Manufacturer narrative:
Section d6b: if explanted, give date: not applicable, lens was remain implanted device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.